Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose (bg) level was "high¿; cause was unknown. Customer administered a manual injection to address bg. Reportedly, multiple cartridge changes were performed; however, the issue persisted and the customer reverted to an alternate method of insulin therapy.